Event description:
The customer reported that the system will not fluoro unless they wiggle the tube/collimator assembly. No pt injury was reported.

Manufacturer narrative:
The ge service rep found the fuse that supplies 5 volts to the collimator was not fully seated in the holder. He seated the fuse and the system boots up with no problems. System is functioning as intended.